Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for spinal pain. It was reported that the patient mentioned that after a procedure the patient did not have a managing physician and their battery had stopped working. No symptoms were reported. Additional information was received. It was reported that their previous ins lasted them 7 years.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.